Manufacturer narrative:
Visual inspection of the pcb00 unit could not be performed since it was not retuned to the manufacturer. The lens remains implanted to date. The complaint of haptic stuck to optic could not be confirmed. Manufacturing records were reviewed and the all cartridge units were manufactured according to specification. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. Manufacturing issues and/or an indication of a product quality deficiency based on the manufacturing record review and the evaluation performed were not identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.

Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic got stuck behind the optic after the lens had been inserted into the patient's eye. In follow-up, it was reported that the lens was implanted successfully. No further information was provided.